Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000175, rev. 2: s/n (B)(4). A manufacturer representative went to the site to test the equipment. It was reported that the batteries not holding charge. Pr oblem was traced to tray 7. One weak battery. All image acquisition system (ias) batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system is not charging the batteries. No patient present.